Manufacturer narrative:
Carefusion complaint number: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Carefusion does not have any information regarding patient involvement at this time.: visual inspections revealed burnt pins. Event trace was unable to be downloaded due to error. Main board was replaced to correct error message and burned component. Carefusion was able to verify ¿unit beeps vent inop¿. Carefusion replaced the main flex circuit.

Event description:
The customer reported that a vent inop error appeared on the ventilator. It is unknown at this moment, whether or not this event occurred while in use on a patient. It was also reported that the pigtail has some "char marks" on it.